Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they received low readings from the adc device. As a result, they required treatment of either insulin, glucagon, and/or unspecified medication. No additional information could be obtained. There was no report of death or permanent injury associated with this event. A sensor reading of 39 mg/dl was compared against built-in meter reading of 514 mg/dl and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they received low readings from the adc device. As a result, they required treatment of either insulin, glucagon, and/or unspecified medication. No additional information could be obtained. There was no report of death or permanent injury associated with this event. A sensor reading of 39 mg/dl was compared against built-in meter reading of 514 mg/dl and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2022-22471.

Event description:
A customer reported via webform that they received low readings from the adc device. As a result, they required treatment of either insulin, glucagon, and/or unspecified medication. No additional information could be obtained. There was no report of death or permanent injury associated with this event. A sensor reading of 39 mg/dl was compared against built-in meter reading of 514 mg/dl and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.